Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash that broke skin. There was no alleged device malfunction contributing to the rash. The patient¿s physician advised placing gauze over the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Not applicable.